Manufacturer narrative:
The insulin pump was received with no broken off pieces at battery tube area. However, the pump was received with cracked case on battery tube area and missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 167 mg/dl at the time of the incident. The customer stated that they fell and the pump broke. The customer reported cracks on the battery and reservoir compartment. The customer stated that the battery does not stay in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.